Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1. Initial reporter last name, email address unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use there was resistance when inflating the cuff, the cuff was not inflated. There was patient involvement and no patient harm reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One used decontaminated device sample was received for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. A functional inflation test was performed and after twelve (12) hours the cuff was still fully inflated. The complaint could not be confirmed/duplicated. A device history record (DHR) review could not be performed as the lot number was unknown. No trend of similar complaints was identified.